Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). Post procedurally a pericardial effusion occurred and a pericardiocentesis was performed. Three (3) days post index procedure the patient fully recovered and was discharged.